Manufacturer narrative:
Bayer case number: (B)(4). Chronic pelvic pain, repeated cyst / repeated cysts / bartholin cyst, ra [arthritis rheumatoid], continual cervical issues and back pain. Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), bartholin's cyst ("repeated cyst / repeated cysts / bartholin cyst"), rheumatoid arthritis ("ra") and cervix disorder ("continual cervical issues") in a 49-year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2013 she experienced bartholin's cyst (seriousness criterion hospitalisation). Essure was removed in 2024. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), rheumatoid arthritis (seriousness criterion hospitalisation), cervix disorder (seriousness criterion hospitalisation) and back pain ("back pain"). The patient was treated with surgery (to remove essure). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, back pain, bartholin's cyst, rheumatoid arthritis or cervix disorder. The reporter commented: chronic pelvic and back pain repeated cysts were treated. Additional context: my doctor removed my essure device earlier this year however, I am still having pain. Bartholin cyst occurred approximately between 2013-2014 my doctor can provide more accurate dates. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-dec-2024: medically confirmed reporter, patient date of birth, partial event start date and reporter causality comment added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Chronic pelvic pain [pelvic pain female]. Repeated cyst / repeated cysts / bartholin cyst [bartholin's cyst]. Ra [arthritis rheumatoid]. Continual cervical issues [cervix disorder]. Back pain [chronic back pain]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), bartholin's cyst ("repeated cyst / repeated cysts / bartholin cyst"), rheumatoid arthritis ("ra") and cervix disorder ("continual cervical issues") in a 49 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed in 2024. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), bartholin's cyst (seriousness criterion hospitalisation), rheumatoid arthritis (seriousness criterion hospitalisation), cervix disorder (seriousness criterion hospitalisation) and back pain ("back pain"). The patient was treated with surgery (to remove essure). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, back pain, bartholin's cyst, rheumatoid arthritis or cervix disorder. The reporter commented: chronic pelvic and back pain repeated cysts were treated. Additional context: my doctor removed my essure device earlier this year however, I am still having pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-nov-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Chronic pelvic pain [pelvic pain female]. Back pain [chronic back pain]. Repeated cyst / repeated cysts [bartholin's cyst]. Ra [arthritis rheumatoid]. Continual cervical issues [cervix disorder]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), bartholin's cyst ("repeated cyst / repeated cysts"), rheumatoid arthritis ("ra") and cervix disorder ("continual cervical issues") in a 49 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed in 2024. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), back pain ("back pain"), bartholin's cyst (seriousness criterion hospitalisation), rheumatoid arthritis (seriousness criterion hospitalisation) and cervix disorder (seriousness criterion hospitalisation). The patient was treated with surgery (to remove essure). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, back pain, bartholin's cyst, rheumatoid arthritis or cervix disorder. The reporter commented: chronic pelvic and back pain repeated cysts were treated. Additional context: my doctor removed my essure device earlier this year however, I am still having pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.